Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 19mm aortic bioprosthetic valve, the valve was explanted and replaced with a 19mm bioprosthetic valve of a different model. It was reported the physician felt a 21mm valve was too large after using the replica end to size. The 19mm valve was chosen for implant, however, during implant the sewing cuff blocked the coronary artery and was removed and replaced with the 19mm valve of a different model. No adverse patient effects were reported.